Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07650.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07650. It was reported the patient stopped receiving effective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the surgery, one of the patient's leads were explanted and replaced. The doctor also electively explanted and replaced the anchors. The issue was resolved by surgical intervention. Both leads are being reported because it is unknown which lead was explanted and replaced.